Manufacturer narrative:
Implanted date - device not implanted. Explanted date - device not explanted. Occupation: registered vascular technologist (rvt). Device manufacture date: 06/26/21-06/27/21. No actual sample was returned. Hence, our retention samples (5pcs) were utilized for our investigation. When we closely examined the inner-needles/catheters of the retention samples, no properties, which may have contributed to catheter breakage, were observed. We checked our manufacture inspection records of the concerned lot, wherein no defective products, such as broken catheter or scratch on catheter have been detected. Moreover, no similar reports were received from other facilities with respect to the reported lot number. We were unable to identify the root cause of reported issue, since no irregularities were observed in our retention samples and manufacture inspection records. Terumo medical products (tmc) (importer) registration no. (B)(6) is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the catheter became detached and remained in the patient. The event was noticed right away, and the catheter was able to be retrieved before it started to travel. The catheter was not twisted the wrong way or cut. The patient was good and healthy. There was no patient injury or surgical intervention required. There was no equipment or other devices used with the above product. Additional information was received on 05 apr 2022: there was a bit more blood loss than usual when removing the catheter. The catheter was removed as soon as it was able. It was confirmed that there has only been one event that this had occurred. Additional information was received on 07 apr 2022: the catheter tube was removed with forceps.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional infomrtaion to section a2, a4, b5, to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) catheter was returned for investigation. The catheter tube was confirmed to be broken approximately at 2.5mm away from the catheter hub. When we closely checked the catheter fracture surface microscopically, it was confirmed to be flat and smooth, which suggests the possibility that the tube have been damaged by a sharp-edged tool. The concerned product is constantly produced by fully automated processes that include the assembly of the inner needle and catheter, fitting connection of those, cap and protector attachment, labeling of individual packaging through to boxing process. Upon receiving the report, the entire manufacture facility was thoroughly checked. As a result, no area was confirmed where a sharp-edged tool may have come contact to the reported fractured portion. Furthermore, our manufacture inspection records of the concerned lot were thoroughly checked, wherein no defective record, such as an issue that may have contributed to broken catheter, was noted. Furthermore, no defective products, such as scratched catheter or broken catheter, had been detected in our sampling inspection that was conducted per lot. No similar reports were received from other facilities with respect to the reported lot number. If tensile or bending force was applied to the concerned product, the catheter tube will be elongated first, and not easily broken, considering the nature of the concerned type of product. Upon closely checked the sample, no trace of elongation was observed. The characteristics of the fractured surface of the sample indicated that the catheter tube had been cut by sharp-edged tool. However, no anomalies were observed in our entire manufacture process.

Event description:
Additional information was received on 26 may 2022: the catheter was placed in the right cephalic vein. The feline was sedated. The catheter was put in smoothly and taped in place. There were no issues setting up the IV fluids and it ran smoothly. When it was time to remove the catheter, the tape was cut far enough from the catheter location. The catheter did not cut apart. When the catheter was removed, it was detached. They acted quickly before the patient fully awoke. The catheter was removed with forceps before the patient moved and before the catheter ventured in the vein. The patient was in healthy condition.